Manufacturer narrative:
Hoya device was not returned back from the customer. (B)(4).

Event description:
It was reported that the capsular bag was broken as the surgeon was attempting to position the lens in the eye. The lens had to be removed as a result. Additional information was requested but has not been received.